Manufacturer narrative:
Additional information provided in h.3. And h.11. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The file states: "doctor's comment: the opinion is that this is not due to the intraocular lens". The root cause for the reported complaint could not be determined. The sterilisation reports were reviewed and there were no issues with the sterilisation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
The physician stated that following the intraocular lens (iol) implant procedure, patient developed endophthalmitis. Vitreous injection was given to patient and the symptom was subsiding. The patient said the vision was good. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).